Manufacturer narrative:
Product complaint #: (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When did the needle pull off (while in the package / during dispensing / during preparation / during use)?

Event description:
It was reported that a patient underwent a skin excision procedure on an unknown date and suture was used. During the procedure, the needle came away from the suture. There were no adverse patient consequences reported. Additional information was requested.